Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's corneal edema has completely cleared but she still does not have any reading vision thru her distance manifest. Ucva 20/25 and j10. Manifest refraction +0.75-1.00x020 at 20/25 and j6. Needs +2.50 add to read j1, which indicates that either: the diffractive rings of the iol are defective, or her occipital cortex is incapable of parsing the simultaneous distance and near foci. In the physician's opinion this is note a power miscalculation case (spherical equivalent +0.25d). There is significant toric rotation (from 100 degrees planned and intraoperative to 73 degrees almost immediately post-op), but the main problem here is the ineffectiveness of the diffractive near rings.

Manufacturer narrative:
Evaluation summary: a company representative evaluated the provided photos: six (6) photos archived in the file were evaluated. Photos labeled as picture #1, #4, #5 and #6 show a hazy cornea as well as folds, potentially located at corneal stroma. Pictures #2 and #3 show a pseudophakic iol implanted in the posterior chamber, showing iol characteristics compatible with the iol. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. According to the company representative evaluation of the photos provided: the clinical observations may be clinically compatible with corneal edema in an eye implanted with this iol. Unexpected visual outcome and iol rotation cannot be determined from picture assessment. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A physician reported that two weeks following an intraocular lens (iol) implant procedure, the patient vision was 20/40 and j8, bcva 20/25 and j5 thru dist. Correction +1.25-1.25x020. The iol rotated from the surgery placement, same as noted 1 week postop. Corneal stromal edema with descemet's membrane folds between temp incision and center, but 4mm clear central zone. Additional information has been requested.